Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized twice for high blood glucose values. The first incident occurred on (B)(6) 2018. The adhesive of their catheter was stuck to the serter on 5 different infusion sets. During the failure to insert their infusion set, the customer's blood glucose had increased and they were hospitalized. The second hyperglycemic incident occurred on (B)(6) 2018. The customer's had high blood glucose and was taken to the hospital. The hospital staff discovered several bends in their infusion set cannula. There was an absence of no delivery alarms in the insulin pump history as well. The customer was hospitalized and treated for three days. During troubleshooting, the caller was advised of proper infusion set usage and insertion protocol. The insulin pump was not returned for analysis.